Event description:
It was reported that a curette tip broken inside of patient's body during the procedure, and could not be retrieved.

Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.